Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's right atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable.